Event description:
At power-up, unit was not displaying waveforms. Operator was unable to get wave forms displayed and contacted biomed. Biomed troubleshot unit and found problem to be a faulty front end b board. A new board was purchased and replaced. Proper operation and calibration was verified by biomed and ICU manager before unit was put back into service on 1/19/95.